Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported the drill bit broke, and product fell into the patient. Surgeon attempted to retrieve the instrument pieces but based on location and minimal size elected not to. No problems or issues reported due to the broken pieces retained. No additional surgery scheduled to remove the pieces.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.